Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing when checked earlier that month, and the lv output was increased at that time. It was also reported that the lv threshold continues to increase. The lv lead remains in use. No patient complications have been reported as a result of this event.